Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9321-000 anesthesia gas machine is unable to set the pressure limit using the adjustable pressure limit valve resulting in the loss of manual ventilation. This report was from a single source. This event did not involve a patient.